Event description:
The distal (clevis) part of radial jaw 3 biopsy forceps was found to be bent when removed from package. No visual damage was observed prior to opening the package. The procedure was completed with another of the same device.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A product evaluation is pending; results will be provided in a follow-up medwatch report.